Event description:
It was reported the pt was experienced numbness in her leg with or without stimulation on. X-rays were taken and did not show any abnormalities. Her physician indicated the numbness was not related to the scs system, since the pt felt the numbness with stimulation off. The pt referenced to a neurosurgeon who stated the pt's spine is shifting causing the numbness. The pt had her scs explanted due to the numbness.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.